Event description:
It was reported that a patient had high impedances. The device was interrogated and all of the electrodes had high impedances, but the exact values were not reported. The reporter stated that they suspected that the high impedances were caused by a depleted battery. The patient was 'running the implant at a high amplitude, 4.5 v.' There was a revision and replacement of the old device. A new device was implanted. There were no patient symptoms or injuries related to this event. The patient was reported to be alive with no injury and no adverse event. No further information was provided.

Manufacturer narrative:
Product ID 3889-28, lot# v432256, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the implantable neurostimulator revealed the device was functionally okay and there were insignificant anomalies. Final analysis of the lead revealed the conductor was broken at or near the lead tines. Conductor wires #1 and #3 were broken 4.4 cm from the distal end of the lead near the #3 tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.